Event description:
Carboplatin 210 mg/250 ml was prepared by pharmacy and dispensed with equashield secondary tubing sa-ez/st lot number - 2425388a. When nurse was preparing to administer, the equashield tubing drip chamber became disconnected from the tubing line and caused a leak of the chemotherapy medication. Medication bag and tubing sent back to pharmacy to be re-made and medication administered. No harm to patient.